Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while doing a primary gmrs. The metal inserter gun was putting in press fit gmrs stem and inserter tip of the gun broke off in the implant. The surgeon took pliers and twisted the tip out of the implant and continued with other inserter gun.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There has been 1 other event for the lot referenced. Visual inspection confirmed the reported event. The device displays scratches consistent during its service life. The investigation determined the likely root cause of the event to be a bending overload fracture. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that while doing a primary gmrs. The metal inserter gun was putting in press fit gmrs stem and inserter tip of the gun broke off in the implant. The surgeon took pliers and twisted the tip out of the implant and continued with other inserter gun.